Manufacturer narrative:
The customer¿s report of a bulge/balloon in the silicone segment was confirmed. Visual examination observed that the entire length of the set¿s tubing and drip chamber were filled with lipids. Functional testing and pressure testing replicated the ballooning. The root cause for the bulge/balloon in the silicone segment was not determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing containing lipids inside the pump ballooned about 1.5cm wide and 3cm down the length of the tubing. The infusion was stopped, the tubing was replaced, and the infusion was started without issue. There was no patient harm.